Event description:
Customer reported having difficulty priming his insulin pump. Customer stated that insulin was coming out before the numbers were coming up and he couldn't get to the fill cannula screen. Customer was unable to troubleshoot at the time of the call. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.